Event description:
It was reported that the pt missed refill and experienced withdrawal; no symptoms reported. The pt was hospitalized. The pump contained lioresal; dose and concentration were not reported. A critical alarm dur to zero ml reservoir volume was heard and was also confirmed by telemetry. Additional info has been requested from the hcp, but was not available as of the date of this report.